Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported the catheter was kinked. A pump replacement was scheduled the day of the report. Per the reporter the device history was checked and it was noted as a newer pump. The reporter called the clinic and they reported a cap dye study had been done. During the pump replacement when the pocket was opened the catheter was in a knot. The hcp revised the catheter. The pump or catheter were not replaced. The hcp was decreasing the dose form 6.375mg/day to 20.5mg/day and also wanted to give the patient a therapeutic bolus of 1 mg. The pump was used deliver morphine. Additional information later reported the kink in the catheter was identified by the hcp during possible catheter revision/replacement after opening the pump pocket site. The catheter was removed from the pump and csf easily aspirated after resolving the kink in the catheter. It was also noted that x-rays were also done along with the dye study. Per the reporter it was unsure what caused the catheter to kink as the hcp described it as a ¿knot¿ around the catheter connection port but kink was clearly identified as cause of the catheter issues that had been noted pre-op. It was noted that the patient had less than 50% of therapy relief and poor pain relief was reported by the managing pain hcp, time frame of the issues were unknown. The patient status at the time of the report was noted as alive no injury. Additional information later reported the pump had flipped in the pocket and the catheter was not patent so they had planned to replace both the catheter and the pump on monday (B)(6) 2013. It was also noted that the low reservoir alarm was set to go off on sunday (B)(6) 2013 and the hcp was uncertain what the low reservoir alarm volume was set to. Per the hcp the wound looked like it was healing properly with no signs of infection.